Event description:
Provider alleges consumer alleges the chair allegedly turned really fast and threw him out.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.